Event description:
The customer called and reported she was hospitalized with high blood glucose and diabetic ketoacidosis, due to the infusion set bending when she put it on. Emergency medical services were called to her work. When she removed the infusion set, she discovered it was bent. Recommended insertion technique was discussed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.